Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D4 (UDI) is unknown. No product information has been provided to date. Device history record review not performed due to there was not a pump serial number provided. The actual pump was not received for investigation the main board was received in good condition and functional testing was performed with a test pump. There was pump motor drive off post/battery failure found in event history log. Installed main board in test pump (good working pump) and performed the power up process and verified the reported problem was not caused by the main board. The pump drive off post and battery failure was caused by the battery and interconnect board. The main board worked as intended. The root case was unable to be determined. No further corrective action taken, the device was converted to be a loaner.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump replacement part (the main pcb) was noted to be faulty out of the box. The pump gives a drive off error during the power-on self-test and battery failure. There were no reported adverse events.